Manufacturer narrative:
This report is submitted on 21 january 2020.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2020 to reposition the receiver-stimulator after it had dislodged.